Event description:
It was reported that the foot section of the bed does not raise and the motor mount appears to be loose.

Manufacturer narrative:
It was reported that the foot section of the bed does not raise and the motor mount appears to be loose. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.